Event description:
Received blisters after using icy hot heat therapy air activated heat patch on my right shoulder. I only kept it on approximately 3 1/2 to 4 hrs. Dose or amount: small area patch - 1 patch, frequency: 1 time, route: top. Dates of use: 2008. Diagnosis or reason for use: sore shoulder.